Event description:
As noted in a publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. A (B)(6) patient had a stroke (left paresis) lasting 2 days. The neurological deficits had resolved completely within 2 weeks. The patient had previous symptoms.

Manufacturer narrative:
The patient's gender is unknown. Complaint conclusion: as noted in a publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. A (B)(6) patient had a stroke (left paresis) lasting 2 days. The neurological deficits had resolved completely within 2 weeks. The patient had previous symptoms. (B)(4). The product remains implanted in the patient and are thus not available for evaluation. The sterile lot number of the precise stent was not provided, therefore, no review of manufacturing documentation could be performed. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the information provided, the patient had pre-procedure symptoms. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.